Manufacturer narrative:
MFR's eval summary: the subject device was a loaner unit in for inspection when it was found that the device always displayed lead fault. Investigation found that the malfunction was due to an unseated internal cable. The cable was reseated to correct the issue. It was also found during service that the printer would not print due to a dislodged gear. The gear was reinstalled, fixing the problem. Both of these issues are consistent with the device either being dropped while out on loan or undergoing rough handling during shipment. After reseating the unseated cable and reinstalling the dislodged gear, the device passed all acceptance testing.

Event description:
The device is a manufacturer-owned loaner. It was returned with no report from its most recent user of any problem encountered during use. Incoming testing found that it showed a lead fault alert when a pt cable was connected. In addition, testing found that the printer was not operating.